Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ("abdominal pain") and abdominal distension ("swelling of stomach") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required) and multiple chemical sensitivity ("chemical and scent hypersensitivity"). The patient was treated with surgery (laparoscopic removal of essure and tubes as per patient's wish due to abdominal swelling and pain). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, abdominal distension and multiple chemical sensitivity outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain and multiple chemical sensitivity with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ('abdominal pain') and abdominal distension ('swelling of stomach /stomach feels different from before') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal). Concurrent conditions included migraine and hypothyroidism. Concomitant products included levothyroxine sodium (thyroxin), pantoprazole sodium sesquihydrate (somac) and paracetamol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), multiple chemical sensitivity ("chemical and scent hypersensitivity"), menorrhagia ("menses became more profuse"), menstruation irregular ("period became irregular"), vaginal haemorrhage ("spotting") and vaginal discharge ("smelly leucorrhea increased"). The patient was treated with surgery (laparoscopic removal of essure and tubes as per patient's wish due to abdominal swelling and pain). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, abdominal distension, multiple chemical sensitivity, menorrhagia, menstruation irregular, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, menorrhagia, menstruation irregular, multiple chemical sensitivity, vaginal discharge and vaginal haemorrhage with essure. The reporter commented: reporter's causality assessment: certain causality unclear. In connection to essure removal if felt like the left implant was deeper in uterus / cornu compared to the right side. Could this be a partially reason for the bleeding disorder. In the patient records for essure insertion it says: in the right side no coils are visible, on the left side 3 coils are visible. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of abdominal pain ("abdominal pain") and abdominal distension ("swelling of stomach /stomach feels different from before") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included acid reflux (oesophageal). Concurrent conditions included migraine and hypothyroidism. Concomitant products included levothyroxine sodium (thyroxin), pantoprazole sodium sesquihydrate (somac) and paracetamol. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), multiple chemical sensitivity ("chemical and scent hypersensitivity"), menorrhagia ("menses became more profuse"), menstruation irregular ("period became irregular"), vaginal haemorrhage ("spotting") and vaginal discharge ("smelly leucorrhea increased"). The patient was treated with surgery (laparoscopic removal of essure and tubes as per patient's wish due to abdominal swelling and pain). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, abdominal distension, multiple chemical sensitivity, menorrhagia, menstruation irregular, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, menorrhagia, menstruation irregular, multiple chemical sensitivity, vaginal discharge and vaginal haemorrhage with essure. The reporter commented: reporter's causality assessment: certain causality unclear. In connection to essure removal if felt like the left implant was deeper in uterus / cornu compared to the right side. Could this be a partially reason for the bleeding disorder. In the patient records for essure insertion it says: in the right side no coils are visible, on the left side 3 coils are visible. Most recent follow-up information incorporated above includes: on 24-apr-2019: follow-up received from physician: medical history, concomitant drug added. New events added (after essure menses have become more profuse, period became irregular, spotting and increased of smelly leucorrhea). On 25-apr-2019: lot number could not be found from patient records. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.